Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00221 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on the evaluation and similar cases in the past, omsc presumes that the mucosa was torn due to any of the following possible causes. -the user performed the biopsy at only surface of the tissue due to the condition with the angle which approached the device or the force which pressed the device to the tissue. The tearing of the tissue was caused by the condition of the patient or the tissue. The grasped tissue was too much. The device, which had any abnormality, was used. The instruction manual of the device has already warned as follows; *do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. *make sure that the cups close evenly and are properly aligned when the slider is pulled.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a biopsy using the subject device, the mucosa was dilacerated. Therefore the doctor stopped bleeding from the dilacerated area with a clip. No further information was provided.